Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since no event date provided. (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since no event date provided. E1 initial reporter first name: (B)(6). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 16mm from the tip and it is approximately 14mm long. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a tear in the balloon.

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No complications reported.